Event description:
It was reported that 3 neutraclear needle-free connectors experienced separation of catheter connection to mating component -leakage. The following information was provided by the initial reporter: they use venflon pro safety and put on a neutraclear el-nc1000. The place where the venflon pro safety and the neutraclear is put together, there is a leak, when they start injekting something- they cannot put it properly together - the liquid runs out. It is both if they just inject something or gives contrast by pressure on 3ml/sek. If they take the neutraclear off they can give it without problems. Today it happen again and she tell me that it happend before, it is a x-ray department they have to give patients contrast in a vein, in venflon pro safety.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 20f01-t d4: medical device expiration date: unknown d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-09 h4: device manufacture date: unknown h6: investigation summary six el-nc1000 samples from lot 20f01-t were received for investigation. Five were received in sealed packaging and one sample was received without packaging and with residual fluid in the device. The details of this feedback were shared with the legal manufacturer of the product, cair lgl for investigation. Their analysis confirmed occlusion of the sample without packaging; traces of dried product were visible inside the neutraclear and within the needle of the neutraclear, which appear to be blocking the fluid path. The five returned unused samples were then subjected to functional testing in order to replicate the customer's experience, in this instance no flow issues were identified; furthermore no leakage or connection issues were observed throughout testing. A review of the production records for lot 20f01-t did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance although an occlusion was observed on the returned used sample, the customer's experience of leakage could not be replicated; the connecting products in use at the time of the customer's experience were not returned for investigation and therefore it was not possible to confirm if they may have contributed to the reported leakage. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the el-nc1000 product over the past 12 months. H3 other text : see h10

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Medical device lot #: an invalid lot # of 20f201-t was provided by the initial reporter. Device manufacture date: unknown.

Event description:
It was reported that 3 neutraclear needle-free connectors experienced separation of catheter connection to mating component -leakage. The following information was provided by the initial reporter: they use venflon pro safety and put on a neutraclear el-nc1000. The place where the venflon pro safety and the neutraclear is put together, there is a leak, when they start injecting something- they cannot put it properly together - the liquid runs out. It is both if they just inject something or gives contrast by pressure on 3ml/sek. If they take the neutraclear off they can give it without problems. Today it happen again and she tell me that it happened before, it is a x-ray department they have to give patients contrast in a vein, in venflon pro safety.